Event description:
After approximately 6 hours of iab therapy, a balloon leak was detected via blood in tubing and pump alarms. Upon removal, a hole was detected near the proximal tip of the balloon. No pt injury occurred as a result of this event.